Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited an error alarm. It is not known whether the event took place during or prior to infusion. No adverse effects were reported.

Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis with lens damage and the battery door was missing. The customer's reported problem regarding "showed lec 1870 code" was able to be duplicated. Power up of the pump displayed lec 1870. Simulated use was able to download event log and able read out the pump error log but unable to run the pump. The event log verifies that the event occurred (several 1870 alarms recorded). 1870 error is motor timeout1. The pump was opened and found one tab on the optical switch broken. Continued inspection found corrosion on the microprocessor board inside the pump, the rear piezo and back up cap were also loose. The pump has cracks on the lens. The optical switch, microprocessor board, rear housing and lens were replaced to resolve the issue.